Event description:
The complainant reported that during the clinicians' therapeutic removal of an enteral feeding device from a pt the tube separated from the button dome portion of the device. The tube was successfully removed from the pt via the aid of a snare. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.